Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available hence the assignable root cause could not be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported a complaint regarding 1 unit of interlink continu-flo, 3 injection sites, luer lock, 105" in which the set leaked during infusion in the nuclear medicine department. The process step was during patient use. There was no patient injury or medical intervention reported. The sample is available for analysis.